Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampax tampon cotton fibers came apart, left some pieces behind-vagina [foreign body in reproductive tract]. Tampon cotton fibers came apart, pieces left behind when tampon taken out. [Complication of device removal]: itchy, vagina [vulvovaginal pruritus], pain, vagina [vulvovaginal pain], has not been feeling well [malaise]. Tampon came apart, cotton fibers came apart [device breakage]. Case description: consumer contacted via phone and stated that the tampon came apart; there were some pieces near the string where it seemed like the cotton fibers came apart. No serious injury was reported.